Event description:
It was reported that when the patient connected his recharger he would see a ¿call your doctor¿ icon with a 339 error code. It was noted that the patient was able to connect with the patient programmer and would not see the doctor screen. It was noted that the patient fell on sunday (B)(6) 2013 and hit his head. The patient was feeling pressure near his sinuses and he felt foggy since the fall. It was further noted that the patient had not been able to connect since recharging the implantable neurostimulator (ins) to 50% after the fall. It was later reported that there was a 376 antenna test temp failure error code. It was noted that the patient had first noticed this about a week prior to this report. It was further noted that it took a long time to recharger and had not been able to charge over 50%.

Manufacturer narrative:
Concomitant products: product ID: 37791, serial# unknown, product type: recharger. Product ID: 3387-40, lot# j0519456v, implanted: (B)(6) 2005, product type: lead. Product ID: 3387-40, lot# j0519456v, implanted: (B)(6) 2005, product type: lead. Product ID: 748251, serial# (B)(4), implanted: (B)(6) 2005, product type: extension. Product ID: 748251, serial# (B)(4), implanted: (B)(6) 2005, product type: extension. (B)(4).